Event description:
This phacoemulsification handpiece produced extensive bubbles during a procedure and caused a lack of vision for the surgeon during a cataract extraction procedure. The handpiece was recalibrated, reprimed, the tubing, irrigation sleeve cassette and eventually the handpiece and needle were changed. The procedure was delayed approx one hour. The surgeon then performed an anterior vitrectomy on the pt.

Manufacturer narrative:
Device has not been returned for evaluation.